Event description:
It was reported that during a lap hernia procedure the first device did not fire and the second device only three staples fired. Another device was used to complete the case with no pt consequence. Both device to be returned.

Manufacturer narrative:
Date sent: 04/18/2008. Instrument a: damaged lifter spring. Instrument b: insufficient cartridge weld. Eval summary: the analysis results showed that one ems device a was returned non-functional due to a damaged lifter. No functional test was performed. Although no conclusion could be reached as to how the damaged to the lifter occurred; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The analysis results showed that one ems device b was returned with the nose open and non-functional due to an insufficient cartridge nose weld. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.